Event description:
It was reported the cartridge would not fit onto the pump. Reportedly, an o-ring was on the pneumatic tap. There was no reported impact to the customer's blood glucose level. The customer performed a supply change to resolve the issue.